Event description:
Placed removal tool under glenosphere, pulled trigger and tip broke off.

Manufacturer narrative:
Evaluation summary: subcomponent item 10 "extractor hook" is fractured; the fragment was not returned. All dimensions taken were within specification. As returned, the extraction tab has fractured off the device. It was reported that the tab broke when the glenosphere trigger was pulled. Additional info was not provided. The instrument has a potential field age of approximately 11 months. Breakage might have been caused due to application of high bending forces during its use. The exact cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.